Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized for an unspecified reason and underwent ivtm therapy for hypothermia. The patient's temperature prior to the ivtm therapy was 36.2°c. The thermogard console was set to a target temperature of 35.1°c. A zoll icy catheter was inserted into the left femoral by an experienced physician. Catheter insertion was smooth with no multiple attempts. The intended duration of cooling time was 72 hours; however, approximately 24 hours after the initiation of cooling, saline fluid was found around the patient's bed. The red pin wheel in the start-up kit (suk) was rotating freely, indicating a good saline flow. According to the reporter, there was no issue with the suk and no system alarms were noted during the temperature management therapy. Ultimately, the catheter was replaced with another icy catheter (new luer); the interruption lasted for approximately an hour. The patient remained in the ICU and eventually was able to complete the temperature management therapy. No further issues were reported. The reporter confirmed that the leak was only in the catheter and a hairline crack was observed. No patient consequences were reported.

Manufacturer narrative:
The customer reported complaint of a fluid found around the patient's bed was confirmed during visual inspection and the initial functional testing. Crack was found in the "in" luer which caused the catheter to leak. The actual root cause of the reported issue could not be determined. A visual inspection of the returned catheter was performed. A crack was noted at the "in" luer. During initial functional testing, the returned catheter was connected to a pressurized inflation device and pressure was increase up to a 100 psi. No leak was noted at the balloons. Lumen crosstalk testing was performed, the returned catheter was connected to a pressurized inflation device and the "in" luer was connected to a good known reference start up kit ( suk). The pressure was increase up to a 100 psi and a leak was noted at the "in" luer confirming the customer reported complaint. During manufacturing, all icy catheter are 100% inspected for leaks. In addition, all luered tubing's are also 100% tested for leaks. Only units that pass the testing are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for icy catheter lot # 67088.